Event description:
Age and weight of the patient is unknown. It was reported to boston scientific corporation that the hydrothermablator procedure set used in a therapeutic hydrothermal ablation (hta) procedure alarmed when the reservoir fluid level dropped. It was reported that there was a sufficient fluid loss from the reservoir during the end of the heating phase/start of the ablation phase (rate unknown). Upon visual inspection, there were no perforations or sign of fluid loss in the patient or any patient complications due to the fluid level drop. The system was paused, the procedure set was replaced (with another of the same device) and the case was successfully completed. The patient is reported to be fine. The procedure kit was disposed. The physician said that she is certain that she did not perforate she believes that a puncture of the sheath may have occurred when the teneculum stabilizer was added.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.